Event description:
A us distributor contacted zoll to report that a patient has developed shingles and is getting a rash. It is not clear if the rash was solely due to shingles or if was being exacerbated by wearing the lifevest. There was no alleged device malfunction contributing to the irritation. Patient is being treated with medication by a physician. The medical outcome of the rash is unknown.